Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Full initial reporter name: (B)(6).

Event description:
It was reported that during use on a patient, the end user was unable to obtain an ECG with the cardiosave intra-aortic balloon pump (iabp) ECG cable. The end user tried changing leads, changing patches. The end user changed the ECG cable and an ECG was then obtained on the pump. They resumed pumping without problems. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the end user was unable to obtain an ECG with the cardiosave intra-aortic balloon pump (iabp) ECG cable. The end user tried changing leads, changing patches. The end user changed the ECG cable and an ECG was then obtained on the pump. They resumed pumping without problems. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer responded that they were able to see that it was the EKG cable that was malfunctioned, and that the iabp itself was not malfunctioning, just that cord. The customer also reported that they believed they were still using it clinically. No further investigation is required.